Event description:
It was reported that when using the bd pyxis¿ es server, the patient name was not crossing over and was prompting for critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical override and names were not crossing over. A technical support specialist (tss) investigated the report of delayed patient information and identified a disconnected flag after reviewing hsv and server downtime queries. The issue was escalated to the interface team, where stopped carefusion coordination engine services were identified and restarted. After service restoration, message flow was confirmed as current with both the host and es teams, the customer was notified, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient name was not crossing over and was prompting for critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.